Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, run current test, self test and off no power test. However, device alarmed rf pic failed self test error during self test due to connector defect and device received with a high idle current, problem isolated to radio frequency board.